Event description:
On 12/05/2021, it was reported by an arthrex representative via e-mail that an ar-1530bc biocomposite-tenodesis screw was used in reconstruction of the lateral collateral ligament of the hallux on (B)(6) 2021. During insertion of the screw into the proximal phalanx, the inserter was broken, and the broken piece fell off into the screw. The surgeon was unable to remove the broken piece but the screw was fixated into the patient and the case was completed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.